Event description:
This is a spontaneous report from a nurse in the USA of bacterial peritonitis and fatal cardiac issues in a patient coincident with dianeal ambuflex therapy. On an unreported date, the patient began treatment with dianeal ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). On an unknown date, the patient began receiving idpn (intradialytic parenteral nutrition) in her dianeal solution bags. It was not reported whether dianeal therapy was ongoing until the time of death. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced cardiac issues. On an unreported date in (B)(6) 2012, the patient was hospitalized for cardiac issues and to have a cardiac catheter. On an unreported date during hospitalization, the patient was diagnosed with bacterial peritonitis. Treatment was not reported. On an unknown date during hospitalization, the patient died due to cardiac issues. It is unknown if an autopsy was performed. The nurse stated that bacterial peritonitis might have been related to the idpn in the dianeal solution bags but not baxter products.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no device malfunction or use error identified is not confirmed. Neither a device malfunction nor a use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.